Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on august 08, 2022, with lot number 2925416. Analysis of the returned device identified: opening on posterior, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior, yellow biological tissue inner the device and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.